Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).

Event description:
It was reported that withdrawal was not smooth and the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that advancing and withdrawal of the burr was not smooth and the catheter got kinked. The procedure was cancelled due to other reason, and the patient condition is stable.